Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review is in process but hasn't been completed. Once the results are available, a supplemental report will be submitted. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a lung transplant, this hemosphere system did not provide updated data. Later, on (B)(6) 2019, it was confirmed that some of the parameters were frozen during use, although they could not specify which ones. This event occurred once before. There was no allegation of patient injury. The device will not be sent back for evaluation.